Event description:
The lay user/pt contacted lfs alleging an error 5 message on the ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The pt alleged that the test strips were not wicking up the blood completely. The test strips were in good condition; however, the technique of applying blood on the test strip was incorrect. Customer care advocate (cca) had the pt retest using the proper technique and issue was not resolved. The meter is not a new product (out of box). The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.